Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't charge) has been confirmed. Upon investigation, the battery was non-functional in a test charger and test monitor. The cause for the non-functional battery was a blown battery fuse. The root cause for the blown fuse was unable to be positively determined. No adverse event resulted from the blown battery fuse. The patient received a replacement battery pack.

Event description:
A (B)(6) patient contacted zoll customer support to report that his battery pack would not charge on the charger. The patient was issued a replacement battery pack.